Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had a knee replacement three weeks ago and ever since that procedure therapy has not worked for them. Troubleshooting helped patient feel stimulation at the bike sear area. No further complications were noted or anticipated (B)(6) 2018. (B)(4). No new information was received.